Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that there was air in the line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified intravascular administration set had air in the line. The following information was provided by the initial reporter: "air in line issues with patient ".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified intravascular administration set had air in the line. The following information was provided by the initial reporter: "air in line issues with patient. "